Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the left-ventricular (lv) lead exhibited loss of capture due to dislodgement, which was confirmed via chest x-ray imaging. As a resolution the lv lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported events were dislodgment and failure to capture. As received, a complete lead was returned for analysis. The double bend was measured, and it was within product specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.